Manufacturer narrative:
Medwatch sent to FDA on 07/25/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported five months after injection "below the lid" with juvéderm® volbella¿ with lidocaine patient developed "cold syndrome, with painful induration in the mid face and with swelling." Patient symptoms also included nodules and the pain occurs "now and then." The same day as symptom onset patient was treated with antibiosis, ciprofloxacin and ibuprofen. Eleven days later patient developed the formation of capsule. Patient refused hylase. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 07/05/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of cold syndrome, pain, induration, swelling, nodules, and capsule formation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling address the reported events of cold syndrome, pain, induration, swelling, nodules, and capsule formation as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. Induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported five months after injection "below the lid" with juvederm volbella with lidocaine patient developed "cold syndrome, with painful induration in the mid face and with swelling." Patient symptoms also included nodules and the pain occurs "now and then." The same day as symptom onset patient was treated with antibiosis, ciprofloxacin and ibuprofen. Eleven days later patient developed the formation of capsule. Patient refused hylase. Symptoms are ongoing.